Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The pink slide insert was also visible through the viewing window of the top housing. The download data indicates that the device completed both first and second prime. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was worn on the patient's hip/buttocks for between 36 and 48 hours.